Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803.the device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced an unspecified infection, periimplantitis, progressive bone loss and a subsequent dental implant loss.

Manufacturer narrative:
This follow up report is to report that this MDR is a duplicate of MDR #3013111692-2026-07279. Please disregard this report due to this being a duplicate report.